Event description:
It was reported that the patient experienced a shocking sensation at the location of the lead component from their implantable neurostimulator (ins). It was also reported that the patient had stimulation in the wrong location and a burning sensation at the lead location. Diagnostic and troubleshooting included reprogramming of the device. On follow up, the patient was testing new programming and then was to meet with the manufacturer¿s representative. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).